Manufacturer narrative:
D4 lot #: the suspect lots were either 60519679 or 60519681. D4: expiration date: suspect lot# 60519679 has an expiration date of 10/31/2026 and suspect lot 60519681 has an expiration date of 11/30/2026. D4: unique identifier (UDI) #: suspect lot # 60519679 had an UDI of (B)(4), and suspect lot # 60519681 has an UDI of (B)(4).. H4: suspect lot # 60519679, has a manufacture date between november 29, 2023 ¿ november 30, 2023, and suspect lot # 60519681 has a manufacture date of december 1, 2023. Three (3) photographs showing 3 samples were evaluated. A visual inspection was performed, and a small dark speck particle in two (2) of the photos and a small white spot in one (1) of the photos were observed. The particulate appeared to be embedded in the administration spike port and cap material; however, the exact location could not be identified unless actual samples were received. The cause of the particulate could not be determined. A batch review was conducted on the suspected lots and there were no deviations found related to this condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of three (3) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags, particulate contamination (dark and white) were identified. The location of the particulate appeared to be embedded in the administration spike port and cap material. No additional information is available.

Manufacturer narrative:
Additional information was added to b3: h11: should additional relevant information become available, a supplemental report will be submitted.